Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 535 mg/dl. Reportedly, the pump did not function as intended. Review of the pump logs by tandem technical support verified the pump functioned as intended, however, the customer maintained that the pump did not function as intended. The pump supplies were changed and a manual insulin injection was administered to address bg level. Customer reverted to manual injections for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer declined troubleshooting with tandem technical support and declined to provide further information.